Manufacturer narrative:
Per the instructions for use, regurgitation [paravalvular leak (pvl) and central aortic insufficiency (cai)] is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In addition, there are multiple patient and procedural factors that alone or in combination can cause or contribute to cai including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause for the increase in paravalvular leak one day post tavr cannot be determined. Medical records received indicate the patient¿s baseline ejection fraction was unchanged following the tavr procedure; 55-65% on tee and tee respectively. It is possible that the pvl was underestimated post deployment. The central ai was not present post valve deployment. Therefore it appears the multiple bavs [x2] of the sapien valve in order to treat the pvl may have contributed to over expansion of the valve resulting in central ai; the central ai reduced the patient¿s ef to 40%. Per the edwards thv training program risks associated with post dilating the valve includes central aortic regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported, the patient received a 23mm sapien valve via transapical approach. Post-evaluation of the valve suggested that only a mild paravalvular leak [pvl] was present. The next day the physicians performed a tte that suggested there was significant pvl that needed to be addressed. The patient was returned to the hybrid operating room for a post-dilation of the sapien valve with a 23mm bav balloon. Post evaluation of the valve via echo showed that the pvl was significantly reduced but there was a moderate amount of central leak noted with the valve. The decision by the physicians was to return the patient to their room and observe her over the weekend. Current sentiment of the cardiac surgeons is to not perform any additional procedures to address any central leak based on the patient¿s physical history. The native valve/leaflet calcification was moderate; there was no aortic root calcification. The valve was deployed 50/50 in the native annulus.